Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosisadditional text: lvad pump thrombusspecific component(s) involved: other component malfunction, specifyadditional text:other component: lvadcausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : tpa installation directly into lvimplant device type: lvadmalfunction device type: